Event description:
Product defect: pinpoint hole noticed on right top thumb area of size 6 sterile glove prior to use on patient. Brand name - protexis surgical glove. Single use device - yes; upon inspection of glove and hole noticed, glove removed and saved to return to manufacturer second event: pinhole noticed in size 6 sterile glove, left glove top of pointer finger. Glove and packaging not saved.